Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint; however, for clarification, the nonconformance was a frayed pitch cable. The frayed pitch cable was found at the instrument's wrist. The frayed segments were various in lengths. No damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing, a fenestrated bipolar forceps instrument had a wire exposed at the wrist of the instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.